Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular pace impedance rose out of range by (B)(6) 2016. Analysis of the device memory also indicated that impedance trend on the rv (right ventricular) pacing lead was rising. Right ventricular pace impedance steadily rose from 361 ohms on (B)(6) 2015 to 1026 ohms on (B)(6) 2016. Analysis of the device memory also indicated that pacing capture threshold in the rv (right ventricle) was rising. Right ventricular capture threshold gradually rose from 0.875 volts on (B)(6) 2015 to 1.625 volts on (B)(6) 2016.

Event description:
It was reported that an alert was triggered for right ventricular (rv) pacing impedance exceeding the upper limit. It was noted that there was no sudden increase in impedance and that it has gradually been increasing since (B)(6) 2015. Additionally, the right ventricular (rv) lead threshold has also increased gradually over time. It was noted that the lead was reprogrammed in (B)(6) 2016 to obtain better r-wave amplitudes. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an alert triggered for high defibrillation impedance on the right ventricular (rv) lead.